Event description:
It was reported that prior to a procedure, the patient atrial lead exhibited noise over sensing resulting in auto mode switch episodes. The noise was not reproducible with isometrics testing. No intervention or procedure was performed. The patient had no consequences.